Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector was broken.

Event description:
Additional information received from the consumer reported the circumstances that led to the loss of stimulation was the connector pin breaking on the desktop charger, although it was reported the consumer stopped feeling stimulation on (B)(6), and the connector pin broke on (B)(6). The issue regarding the loss of stimulation still wasn't resolved, since they hadn't received a "response back."

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain reported seeing the poor communication screen on the patient programmer (pp), and the recharger was unable to communicate with the implantable neurostimulator (ins). The last successful recharging session was three weeks ago. The reason for not charging was unknown. The last time the patient felt stimulation was (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.